Manufacturer narrative:
(B)(4). The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional (hcp) reported concomitantly injecting a patient in the lower lip and chin with 1 cc of juvéderm® ultra and in the submental fat pad with 2 cc of kybella®. That night, the patient reported that the injector injected ¿a ton of filler into [the] chin[,] which was [the injector¿s] idea¿ and was ¿having a very bad reaction.¿ the patient added the chin ¿is a huge ball of filler that is like 2/4 size poking through [the] skin.¿ the patient reported not being able to drink or eat ¿as the chin will not move.¿ patient added ¿the best was to describe it would be a person with a ton of chewing tobacco in their mouth.¿ the patient reported that it hurt and ¿looks awful.¿ patient provided pictures to the hcp. The hcp noted that there was no evidence of vascular occlusion. The hcp added that from the photos, the patient¿s chin looked ¿mile to moderately swollen¿. Hcp ¿reassured patient if [patient] continues to ice and sleep elevated the inflammation will subside.¿ the patient was asked to ¿take tylenol® for any discomfort.¿ the next day, the patient reported to the office ¿much swelling and tightness of [the] lower lip and chin that [patient] can not drink or eat properly and it is sore.¿ patient added that ¿[the] chin and lower lip are so big that [patient] can not see [the] top lip.¿ patient stated to be ¿disfigured and [the] chin won¿t move.¿ the hcp alleged that during the 20 m conversation, the patient¿s speech ¿was very clear and normal and did not seem to be affected by [the] complaints¿. The hcp spoke with the patient but stated that they did not verify what the patient was reporting. The hcp reported that the amount injected was correct. The patient did not appear at a follow up 2 days later. The patient reported that by then, a ¿blue vein appeared on the side of the cheek. The patient reported that the kybella® ¿moved up and is eating away, face looks sunken in, the lip is hanging to the side, and bones are sticking out of the jaw.¿ the next week, the patient reported that they ¿can barely talk, lost sensation in the teeth and tongue, head is collapsing to the side, and the chin is white from the filler.¿ the patient also reported ¿not being able to walk.¿ the patient visited the ER 8 days later. The physician from the ER then spoke with the physician at the injector¿s office and reported that the patient ¿had been experiencing flushing of the face, chest, and neck¿ at an airport. The ER physician confirmed the ¿swelling and tinging¿ from the kybella® but stated that they believed the ¿flushing¿ was due to panic/anxiety attacks. The ER physician confirmed that the ¿injections looked good, face appeared symmetrical, and speech was normal.¿ the next day, the patient reported to the office, upset, and reported that the event ¿is attacking the lymphatic system, skins feels on file, throbbing pain from the ears down, and the skin is tender and gray.¿ the health professional recommended a psychic evaluation for the patient. Three days later, the patient reported that they are having a ¿hypersensitivity reaction, they are read, the skin is peeling, scarring around the mouth, allergy attacks, and a rash. The patient reporting having an MRI done the next day, with the result noted as ¿severe tissue damage in the neck muscles and a blocked artery.¿ the patient additionally reported ¿blurry vision¿ the next day. The injector¿s office reported that the patient does not reply to follow up attempts and they have refused to see the patient further as the patient does not visit the office to confirm the event. The symptoms have not resolved.